Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported a right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, opening , underweight, crease fold and wear abrasion . A microscopic analysis was performed which identify, crease sharp opening in the posterior, opening smooth on posterior and crease smooth opening on posterior . Based on the device analysis, the final assessment is: a crease sharp opening in posterior assessed, to a fold flaw opening. A opening smooth on posterior assessed, to a smooth opening. A crease smooth opening on posterior assessed, to a fold flaw opening.

Event description:
Healthcare provider reported, a right side rupture. The device has been explanted.